Event description:
It was reported there were high thresholds and loss of capture on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01p implantable pulse generator (ipg) (B)(4), implanted: (B)(6) 2008; 4965 implantable pacing lead, implanted: (B)(6) 2006.